Event description:
(B)(6) states the chair intermittently cuts off for no reason. (B)(6) states that he put a wiring harness on his chair and he states he replaced a fuse that is inside of the battery cables. (B)(6) is not an employed by a dealer, he states he just repairs his chair.